Manufacturer narrative:
The customer used a non-radiometer blood sampler, but since 1-jan-2020 radiometer's pico70 sampler was used instead. Coincidentally, no more spurious na & ca results was reported. Most likely, the issue at the customer was use of a non-radiometer blood sampler but this can't be confirmed.

Manufacturer narrative:
This incident relates to two other incidents, reported as 3002807968-2019-00057 and 3002807968-2019-00058.

Event description:
According to the complaint, customer samples from a patient were measured on an abl800 flex analyzer with the following results for na+ and ca2+: (B)(6) the customer has replaced the reference membrane.